Event description:
An endurant bifurcated stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that during the implant procedure, the endurant cuff stent graft delivery system was taken out of the package; however, the scrub tech felt that the back end wheel was not tight and needed to snap it back together. The device was not used in the patient. Evaluation summary: the backend wheel was connected in place at the back of the screw gear. During evaluation, there was a slightly more than usual gap between the two halves of the wheel and appeared not snapped flush together. This likely was due to improper alignment of the wheel halves when snapped on by the user. At one of the clip points on the wheel, there were marks at one point where the male clip fits into the female part of the wheel. It was not possible to determine what caused these marks.

Manufacturer narrative:
Evaluation, results: (back end wheel).